Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, at the site, removed several large exams and the core files from the fusion navigation system; resulting in software functioning normally. No further issues have been reported.

Event description:
A medtronic ent representative reported the fusion ent application was slow and unresponsive after importing 2 exams with 500 and 400 images each. It took several minutes to move between tasks in the application. When first importing the exam the application exited. The application was re-launched, however, software remained slow between tasks. It was reported there were 174 exams, 17% of the hard drive space was used and there were 2 core files on the system. This was identified outside of surgery, there was no patient present.